Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; endoleak type ia unresolved at implant and persistent at 10 months. The most likely cause of the loss of seal could not be determined due to lack of relevant medical imaging surrounding the event. However, the conical shape of the neck the likely contributed to the event. A small type ia endoleak was noted at implant completion and left untreated. A subsequent relining procedure done to treat a reported type iiib endoleak (reported in report #: 2031527-2017-00459) and a small left type ia endoleak was noted at completion. No procedure related issues were determined. Unable to determine additional anatomy related issues, off label, or cautionary product use conditions. Associated clinical harms for this event included: type ia endoleak. And, the final patient disposition was discharged post-operative day two in stable condition. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Event description:
It was reported that the patient was implanted with an afx2 bifurcated and vela suprarenal device on (B)(6) 2016. The patient was present emergently with abdominal pain. Through computed tomography angiography, it was noted that the patient may have an endoleak type 3b or 1b. During clinical evaluation of (B)(4) (reported in report #: 2031527-2017-00459), it was discovered that the endoleak type ib was determined to be an persistent endoleak ia from initial implant. Patient was brought to the operating room, through angio the doctor couldn't determine the type of leak. The physician elected to reline entire device with endurant stent graft. The leak was resolved; the patient was reported to be doing well and the pain was resolved